Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient fell on their buttocks and that since the fall patient stimulation was giving them sudden leg pain. No intervention was performed at the time of the call as patient lost their patient programmer and is also in the process of establishing a new health care professional. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the patient was in the emergency room (ER) with interstim discomfort so the rep met the patient in the ER to turn off her device. The rep noted she suffered a fall. The rep noted the referred the patient to a healthcare professional (hcp) that could manage her interstim. Additional information from the rep on (B)(6) reported the cause of the stimulation causing pain down their leg was not determined. The rep noted the actions taken to resolve the stimulation causing pain down the leg was a rep was able to meet the patient and turn the stimulation off. There were no further complications that have been reported as a result of this event.